Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the mesh has grown in and around the hiatal hernia which is just above the stomach. After talking to the physicians who spent hours trying to fix the mesh they come out of the surgery room with a look of white and fear on their persona. This mesh tears away the esophagus and the mesh is trying to be remove. The mesh is no longer flexible and it shatters and cracks in open and laparoscopic procedures. I would like to get with a physician who has determined a way to fix the esophagus from this terrible situation.